Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint confirmed. The evaluation revealed that the shaft's circular weld was broken off. Additionally, the shaft was bent, and the tip was damaged. Bent/broken shaft event is typically caused by leveraging/prying the device during implantation procedure. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during implant, the metal tip at end of the implant snapped. It was retrieved from the patient; a meniscectomy was performed to complete the case. Acl/meniscal repair. A (B)(6) male. Follow-up investigation: it was reported that during the implantation, the metal tip entered through the meniscus and snapped upon retrieval. The "metal tip" refers to the end of the delivery mechanism and not the implant itself. The surgical technique changed to a meniscectomy due to the surgical time frame and the surgeon made the decision to move on without using a speedcinch.